Event description:
The rptr indicated that they were unable to reset pacer from the backup mode. The pt presented with a heart rate of 20 bpm. The pt is in a nursing home and has been lost to follow up since 1993. The pt has had a temporary pacemaker implanted for support at this time. The current rhythm is complete heart block.